Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (damaged cable or wires exposed) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the pulled cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt. The pt was issued a replacement electrode belt.

Event description:
During a visit with a (B)(6) male pt, a pt service representative called zoll customer support to report that there were exposed wires on the patient's electrode belt. The pt was issued a replacement electrode belt.